Event description:
It was reported that the line became infected requiring itu (intensive therapy unit) intervention and antibiotics. The line was inserted in 2009, it was removed at approx two months later due to systemic infection. Pain was noted in the insertion area and around the site. No other source of infection found. No swab or catheter tip results available. Pain was reported around insertion site area and pus present around the site when the line was removed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.